Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Conclusion-failure event observed during analysis. Final analysis found outer coil crush at 25.5-27.6cm from the connector pin and insulation crush damage at 25.3 cm to 26.2 cm and 25.5 to 26.2 cm. The damage was consistent with clavicle crush.